Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that after removal of the protective sheath, the 4.0 x 28 mm rx vision stent delivery system (sds) was delivered to the lesion and inflated twice. However, the physician was unable to confirm the stent in the lesion through ivus and realized that the stent was not implanted. The stent had dislodged from the sds and was found in the protective sheath with the mandrel. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results: a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was not returned. There was no blood or contrast visible. The stent implant was dislodged and returned in the protective sheath. There was no damage noted to the stent implant. There was no damage noted to the protective sheath. The stent implant outer diameters were measured and met manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident information and analysis of the returned product. The analysis noted that the sds was not returned, only the stent and protective sheath were returned, confirming the reported dislodgement. There was no damage noted to the stent. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters were measured and met manufacturing criteria. The inner diameter of the protective sheath was measured and met manufacturing criteria. Return of the sds may have aided the evaluation and determination of the cause. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Further information received noted the sds was prepared for use with the protective sheath on the balloon. It should be noted in the vision instructions for use (IFU) preparation section, states, to remove the protective sheath from the tip, flush the guide wire lumen, then attach the inflation device/syringe to the stopcock and then attach to the inflation port to prepare the sds. Also, the stent dislodgement was not noted until the sds was advanced to the lesion. The vision IFU states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported stent dislodgement could not be determined. This MDR is considered closed by the product performance group.